Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient's sister contacted lifescan (lfs) alleging that the onetouch ultra2 meter was in the settings mode. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's sister alleged that the issue began at 8:15pm, however, the date was not provided. In addition to oral medication (type and dosage not specified), the patient also manages his diabetes with diet and/or exercise. The patient's sister denied the patient took any action in response to the alleged meter issue. As a result of the product issue, the patient's sister claimed the patient developed symptoms of blurry vision, tiredness, and shaking 45 minutes later. The patient's sister denied the patient received any treatment after the reported meter issue began. At the time of troubleshooting, the csr guided the patient's sister through the proper testing procedure and the alleged issue was resolved. Replacement products were sent. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.